Event description:
It was reported that patient was unable to set ipg into MRI mode due to one lead exhibiting high impedances. Trouble shooting was unable to resolve the issue. It was also reported, patient was experiencing pain at the ipg site. As such surgical intervention was undertaken on (B)(6) 2024, where the ipg and one lead were explanted and replaced. Following the procedure therapy was restored.

Manufacturer narrative:
B3- date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.